Manufacturer narrative:
Approximate age of device - 1 year and 8 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 due to decreased hemoglobin levels. An endoscopy showed arteriovenous malformations (avms) which were cauterized. The inr goal had not changed from 1.8 - 2.2 and the patient will remain on the aspirin regimen of 81 mg. The patient was discharged home on (B)(6) 2016 with no further issues. No additional information was provided.